Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An advanced energy account manager reported on behalf of the customer that a during the first clinical use, of the c7000 cusa clarity console on (B)(6) 2019, the handpiece stopped (no more vibration) after one hour of the device performing well, around 12.30 p.m. The footpedal was pressed, the screen lighted up the right amplitude and the side bar indicated the correct output power (there were no errors) but the ultrasounds did not work and the tissue was not emulsified. They tried to change the tip, restart the system, remove the foot pedal and reconnect it again but nothing had changed. After half an hour, the handpiece seem to work again but with less power than the one setted on the console. There was no patient injury reported. However, the event led to a 30 minute increase in surgery time.

Manufacturer narrative:
The field service of the device verified the device as performing to specification. Additionally, the log file for the device under evaluation was reviewed and the review did not identify any alarm/error applicable to the complaint incident. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device. The complaint evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Device identifier: (B)(4). Product identifier: (B)(4).